Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the reported problem 'pump not sensing upstream occlusions' was not reproduced. A review of the event history log revealed 'upstream occlusion!' Alarm. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The evaluator found the pump able to recognize a upstream occlusion during testing. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did sense an upstream occlusion during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.